Manufacturer narrative:
Event summary: the returned patient data files showed at least two applications were performed with catheter 2af284/56476, on the date of the event, both applications were non-sustained. A clinical issue was encountered during the procedure, the physician noticed a small pericardial effusion. As the effusion was getting larger, a pericardiocentesis was subsequently performed. The case was aborted while the patient was under general anesthesia. The sheath was not returned for investigation. In conclusion, a clinical issue (pericardial effusion) was encountered during procedure. The case was aborted while the patient was under general anesthesia. There is no indication of catheter malfunction related to the adverse event. The sheath was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician noticed a small pericardial effusion. As the effusion was getting larger, a pericardiocentesis was subsequently performed, and the patient was transferred to a surgical suite. The cryo case was aborted while the patient was under general anesthesia. The patient's hospitalization was extended, and was discharged to home. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.